Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The health care professional reported via phone call that customer's insulin pump screen was black and not working. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the insulin pump was neither exposed to extreme temperatures nor direct sunlight. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Customer stated that screen was cleared but when they pressed act button it goes black again. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segments on lcd display due to problem isolated on the mother board. Unable to verify keypad unresponsive due to blank display.